Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to issue med. The customer reported unable to issue med to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) remoted into the station and provided training to the customer on the necessary steps to select the medication and then click "issue" to complete the process. The system functioned as intended after the technical support specialist assisted the customer.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to issue med. The customer reported unable to issue med to patient. There were no adverse events or injuries reported based on this event.